Manufacturer narrative:
The carpentier-edwards pericardial valve has been designed to minimize structural valve deterioration (svd). Excellent durability and low incidence of valve-related complications have been reported in the literature. Despite the low incidence of valve-related complications, it is well known bioprosthetic tissue valves can deteriorate with time and eventually fail. As noted in the literature, the rate of svd in bioprosthetic valves increases over time, particularly after the initial 7 to 8 years after implantation. Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be confirmed with the available information. The subject device is not available for evaluation. Additional information is currently being requested from the healthcare provider. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. There has been no allegation of a product deficiency. This valve was implanted for over 13 years. The device history record (DHR) review could not be performed as the device serial number is unknown. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a patient with a bioprosthetic aortic valve, implanted for 13 years and six (6) months, underwent a valve-in-valve procedure due to valve degeneration. The patient was hospitalized due to episode of heart failure and was noted to be in stable condition. No other details provided.

Manufacturer narrative:
Through further investigation, the patient underwent transcatheter aortic replacement due to bioprosthetic aortic stenosis and regurgitation. The procedure was performed successfully without complications. Postoperatively, the patient was in stable condition. The subject device is not available for evaluation, as it remains implanted in the patient. The clinical observation was unable to be confirmed.